Manufacturer narrative:
The staples holding the vinyl to the arm board were too long and not to specifications. This allowed part of the staple to exit the side of the arm board into the foam padding. Over time, the vinyl wore to the point that the end of the staple was able to contact the patient. The arms were replaced on three separate chairs. Only 1 of the six arms was defective. We were unable to determine which serial number of chair the defective arm was from. The serial numbers of the three chairs are: (B)(4), manufacture date: 03/2009, (B)(4), manufacture date: 08/2010, (B)(4), manufacture date: 08/2010.

Event description:
Customer had a patient complain they could feel the staples when using the armrest.